Manufacturer narrative:
(B)(4) concomitant medical products: 00625006560, bone scr 6.5x60 self-tap, 62448819. The 00625006535, bone scr 6.5x35 self-tap, 62836982. The 00620206020, shell porous with multi holes 60 mm, 62192775. The 00625006530, bone scr 6.5x30 self-tap, unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was previously reported on 0001822565-2017-08488.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent revision surgery due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported patient underwent a hip arthroplasty revision surgery approximately two (2) months post-implantation due to dislocation. During procedure, serosanguinous fluid with hematoma was noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were concomitant medical products: bone scr 6.5x60 self-tap cat: 00625006560, lot: 62448819. Bone scr 6.5x35 self-tap cat: 00625006535, lot: 62836982. Shell porous with multi holes 60 mm cat: 00620206020, lot: 62819275. Bone scr 6.5x30 self-tap cat: 00625006530, lot: 62803360. Bioloxâ® option, head, m, ã¸ 36/0, taper 12/14 cat: 00877703602, lot: 2782632. Clsâ® spotornoâ®, stem, 135â°, uncemented, 11.25, taper 12/14 cat: 290039112, lot: 2381353. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.